Manufacturer narrative:
The patient remains ongoing with the replacement pump with no further issues reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately one year post-implant, the patient returned to the hospital after reporting a red heart alarm. Upon arrival, the hospital staff exchanged the system controller as well as other peripheral devices, with no resolution. Pump power was approximately 20 watts. The patient was stabilized by catecholamine therapy. An echo showed an unloaded left ventricle and the aortic valves were opening with every beat. The patient showed signs of hemolysis and haematuria. A decision was made to exchange the pump the following morning.